Event description:
Lead management case where cardiac tamponade occurred post extraction of a right atrial pacing lead (implanted 36 months). The procedure began with the physician using a 12fr glidelight and then upsized to a 14fr glidelight. Extraction was concluded without difficulty; then the bp gradually began to drop, so the CT surgeon was called and an attempt was made to do a pericardiocentesis but it was initially unsuccessful so the issue did not get resolved. Upon a second attempt, they withdrew 800 ml of blood and the patient stabilized.